Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist confirmed that this is a case of implant non-osseointegration, but said that she does not have further information about the case.

Event description:
(B)(4) - the dentist reported that, after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed.